Manufacturer narrative:
E1 facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had poor image quality. The issue was found during a set up. There were no reports of patient harm.